Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level of 370 mg/dl which she could not get down with pump. Caller stated she started her second pump and afterwards blood glucose values were under control. No adverse event reported. Requested return of the alleged device for evaluation.